Event description:
Per the clinic, the device was explanted (specific date not reported), due to the patient being a non-user. The patient has not been reimplanted with a new device as of the date of this report.